Event description:
Pt admitted with diagnosis of loose left total knee prosthesis. Pt had undergone left tka in 2000. The knee required repeat surgery for closure of the incision and gradually developed pain. The pt also required a medial tibial augmentation block for deficient medial tibial bone. Intra-op on this admission, per surgeon, noted the tibial component on the total knee replacement had become grossly loose and this appeared to be due to collapse of the medial tibial plateau. The pt weighed 400 pounds and it was felt this was the factor causing loosening. Pt underwent revision in 2003.